Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure for face skin cancer removal on an unknown date and suture was used. During closing up where the defects are, the needle pulled away from the thread. There were no adverse patient consequences reported.